Event description:
Per the clinic, the device was explanted (date not reported) due to headaches and a non-user of their device. It is unknown if there are plans to reimplant the patient as of the date of this report.